Event description:
An optometrist reported a bilateral case of light sensitivity two weeks post lask treatment. Reporter indicated topical steroid eye drop dosage was increased. Patient noted light sensitive, even with sunglasses on. Upon additional follow up, the reporter indicated the patient issue was resolved. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The technical investigation shows that the device meets the specifications. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).